Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had been in storage mode for an extended period of time. Customer turned the pump back on (out of storage mode) and personal profile settings were deleted. Customer's pump is out of warranty; therefore, customer began process to revert to new pump for insulin therapy. Customer blood glucose was 202 mg/dl at the time of event.